Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that her one touch ultra meter was set to the incorrect unit of measurement. She contacted her physician and advised him that the meter would consistently read in the mmol/l setting, rather than mg/dl. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep conformed that the meter was originally set to the correct unit of measurement and that she had not recently changed the unit of measurement in the meter settings. Based on the information supplied by the patient, there is an indication that the product may have malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.